Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported recurrent system messages displayed throughout the day. The recurrent system messages required reboots throughout the day. The nurse stated this affected three cases. The system was rebooted three times, once a hard reboot. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system. The system messages reported were found in the event log. The company service representative tested the system and could not duplicate the problem reported. The can bus cables were reseated. The system was then tested and met all product specifications. (B)(4).